Event description:
During the attempt to perform a liver biopsy, the needle would not "fire" and capture an appropriate tissue sample. Two needles did not function as expected, the third needle worked appropriately.